Manufacturer narrative:
This report will be amended when our investigation is complete.

Event description:
It has been reported that the locking screw of an articular surface has fractured. The patient is scheduled for a revision of their knee arthroplasty.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was not available at the time of initial follow up. Methods: actual device not evaluated. Results: fracture problem. Conclusions: known inherent risk of procedure. The reported event was unable to be confirmed due to limited information received for investigation. No product was returned; visual and dimensional evaluations could not be performed. Lot identification is necessary for review of device history records; lot identification was not provided. Insufficient information provided, hence unable to perform a compatibility check or complaint history search. Operative notes were not provided; therefore it is unknown whether the articular surface was implanted per the surgical technique. The risk of the locking screw fracturing in-vivo is addressed in the device's risk management files. Moreover, the nexgen lcck package insert includes patient counseling information which states, "complications and/or failure of total knee prostheses are more likely to occur in patients with unrealistic functional expectations, heavy patients, physically active patients, and/or with patients that fail to follow through with the required rehabilitation program. Excessive physical activity and injury can result in loosening, wear, and/or fracture of the knee implant." A definitive root cause was unable to be determined as necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.